Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2014 with the following findings:the pump display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that there was a crack on the display screen on the corner near the ok button. The reporter confirmed that there was no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.